Event description:
Clog zapper sprayed from end of clogged g/j tube when radiology technician attempted to instill clog zapper after placing applicator in tube. Clog zapper sprayed onto clothes, hands of technician and onto observing technician's face. Observing technicians reports no untoward effects until 3-4 mins later, when the technician noted a mild to moderate burning in eye. The technician flushed the eye with saline drops; eye was flushed again with saline within mins thereafter. Then eye flushed numerous times upon examination in health svs dept. Technician reports they were told there was evidence of some conjunctival irritation and technician was instructed to use sulfacetamide 10% ophthalmic ointment. Reports that follow-up exam in 10/01 showed complete healing; technician required no further treatment and was released from care. No adverse effects reported from skin contact with clog zapper.